Event description:
It was reported the patient¿s lead was damaged during the implant procedure. The lead sheath appeared to be pulled down and blood was seen in the area. It was noted a lead would be inserted for a staged implant. The patient did not have a motor or sensory response at all during the case even when tested with the foramen needle so the physician decided to do a staged lead to make sure it work for the patient before putting in another battery. It was noted the physician decided to leave the lead implanted. Additional information received four days later reported once the patient was out of the operating room she was feeling stimulation and doing great. The stage two implant was scheduled for the next day.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).